Manufacturer narrative:
Per exemption number e2016001. The meter and test strips involved in the incident were evaluated and performed to specification. No failure detected.

Event description:
Caller is reporting high blood readings. Caller states that a co-worker was unresponsive and they did a blood test and received a 214. Doesn't know if the finger was cleaned for sure but assumes it was an alcohol wipe. The temperature was 71 degrees. They took him to the hospital five minutes later and they received a reading of 31 but she doesn't know if it was blood draw or finger stick. The patient did not take insulin before occurrence. She doesn't know what meds that the patient may be on. Meter is stored in truck in the back and kept warm. She is complaining that they have had other issues with these meters and doesn't trust the assure prism. I did explain that they are used in long term care facilities that do not have an issue. She wants to switch to a different meter. Caller was getting upset and uncooperative. The variance is 85.5% and falls within the c range of the parkes grid. Controls were used and results were in range.